Event description:
It was reported that immediately following a tvt procedure that also involved a vaginal hysterectomy and vault suspension, the pt developed numbness and pain from the right groin to the anterior thigh with radiation to the back of the knee and anterior foot. The symptoms persisted at the time of their presentation to the reporting physician in 4/00. A neurological work-up showed no pathology. Mild urination retention was noted. The tvt mesh was cut in an outpatient setting and the symptoms of numbness and pain abated. The pt is presently doing well.